Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the surgeon attempted to place 9 x 80mm expedium polyaxial screw into the iliac region where there was a lot of friction. The screw was well positioned and prior to final positioning, the tip end of the first expedium quick connect polyaxial screwdriver became stuck into the head of the screw and stripped off/broke, leaving debris in the screw head. The surgeon attempted to remove the screw by placing a small rod and a set screw to limit the mobility of the screw¿s polyaxial head and ended up pulling the head off the screw, leaving the screw shank in the patient. The shank was removed with a spine screw removal set. Continuing the surgery, another 9 x 80mm screw was implanted in the same exact location and again the screw reached its destination, the second expedium quick connect polyaxial screwdriver tip was stripped/broken at the end. The following mfg medwatch reports are being filed for the devices involved in this event: 1526439-2014-11448 / first expedium screwdriver, 1526439-2014-11449 / second expedium screwdriver, 1526439-2014-11450 / expedium screw.

Manufacturer narrative:
The expedium ti polyaxial screw, 9mm x 80mm was returned for evaluation. Visual inspection revealed that the tulip head had been detached from the polyaxial screw shank. It was also noted, that a broken driver tip had been wedged inside the hexlobe feature of the polyaxial screw. A review of the DHR identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month review of the complaint trend analysis for the expedium polyaxial screw was conducted on the family based on a similar bottom loading design and functionality of the tulip head. This analysis found no emerging trends. As such, no further trending action will be taken as a part of this complaint file. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting and worldwide post market surveillance. The root cause of the polyaxial screw becoming broken intra-operatively cannot positively be determined. However, it was indicated in the reported event description that while the surgeon attempted to remove the polyaxial screw after the driver¿s distal tip had fractured inside the hexlobe feature of the polyaxial screw; the tulip head of the polyaxial screw became detached. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.